Manufacturer narrative:
The pump was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump was not alarming no flow out as expected. They stated it failed to alarm. Mmd did not follow up with the initial reporter, at the time of the complaint they stated that it had occurred during testing and had no effect on a patient. They stated that they did not have any additional information. Complaint:(B)(4).

Manufacturer narrative:
The pump was returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmd for investigation the pcb board had failed, causing the no flow out alarm to fail. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump was not alarming no flow out as expected. They stated it failed to alarm. Mmd did not follow up with the initial reporter, at the time of the complaint they stated that it had occurred during testing and had no effect on a patient. They stated that they did not have any additional information. [(B)(4)].